Manufacturer narrative:
The reported event that the tip of the ¿self-drilling half pin apex ø 3mm, 110 x 25mm¿ was broken and remained in the bone of the patient, when the surgeon removed the pin using a pin driver (drill), could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Since the actual ¿self-drilling half pin apex ø 3mm, 110 x 25mm¿ was not returned, an inspection could not be performed. However it was reported that the pin was used for navigation purposes. As per op. Tech. (Apex-st-1): ''apex pins are not intended for navigation procedure purposes.'' Since the reported device was used for navigation, which is definitely a deviation from the specifications, the integrity could have been compromised and as a result the device broke. As per IFU (v15013): ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments.¿ a review of the device history was not possible because the lot number of the device was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based, on the investigation, the potential root cause was attributed to a user related issue, due to a mishandling of the device. However, please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Event description:
When the surgeon removed the pin and handed it to the scrub nurse they both noticed the tip of the pin was missing and in patients bone. This happened to two pins in the same surgery.